Event description:
It was reported that during the pacemaker replacement procedure, it was found that this right ventricular (rv) lead had insulation damage. Therefore, this rv lead was repaired and remained implanted. No additional adverse patient effects were reported. This rv lead remains in service.

Manufacturer narrative:
At this time, no further information is available. Should additional information become available this report will be updated.